Event description:
During a coronary stent procedure of a tortuous and calcified rca lesion, the stent dislodged. The physician was unable to cross the lesion and elected to retract the delivery/stent device back into the 6f guide. Some resistance was encountered during removal and the stent dislodged. The entire system including the guide catheter was removed and the stent was located in the groin. The underdeployed stent remains in the patient. No attempt was made at retrieval. Patient status is listed as "okay".